Manufacturer narrative:
(B)(4).

Event description:
Received information the ins is turning on and off multiple times a day. Seven to eight times per day. Twice when the physician was conducting a session the device turned off. The physician requested a manufacturing representative be at the next patient session. Additional information has been requested and if received a follow up report will be sent.